Event description:
Pt's husband (B)(6) spontaneously paged after hours answering service and he said that one of the cadd legacy pumps (sn# (B)(4)) malfunctioned last night. The pump was beeping but there was no message displayed on the screen. He turned off the pump to stop the beeping sound and when he turned it on again, the pump was beeping again and the pump stop running. Pt switched to the other pump and everything went well. Pump was shipped via same day courier. No further info is known. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.